Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The reported lenses are not coated. The blue blocker is a component of the formulation and cannot "slough off'. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a surgeon told him part of the lens had loosened due to a haptic issue. The customer states the sharpness of his vision does not change only the colors out of the eye. The customer believes the blue blocking coating is coming off of the lens as when he tilts his head each way the coating 'shifts'. Additional information was requested.